Event description:
In the month of 9/99, home infusion co has had the clave fail on 6 pts. The center "button/valve" disassembles from the body of the clave and allows fluid (blood, etc) to run freely.